Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one symplicity spyral catheter, a break occurred at the catheter shaft and guidewire insertion difficulties were encountered. There was no tortuosity of the renal artery or iliac artery present and no calcification reported. The symplicity spyral catheter detached during advancement through the guide catheter. The spyral catheter exited the tip of the guide catheter. The catheter was not in a deflected position during advancement. The device was not kinked and restraightened during use. Excessive force was not noted during delivery. The detached portion of device does not remain in the patient. The spyral catheter never came into contact with the patient. A non medtronic 0.014¿¿ guidewire was inserted into the tip of the spyral catheter. The guidewire advanced a few centimeters and then became stuck. An obstruction was felt inside the spyral catheter that prevented the guidewire from advancing. The spyral catheter was therefore replaced with another spyral from the same batch, which presented no problems. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. Kinks were evident to the braided section of the catheter shaft. There was no evidence of de tachment to the device. An in-house guidewire was loaded and advanced with no issues noted. No other deformation evident to the remainder of the device. B7.relevant history medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.